Event description:
Patient allegedly received an implant on (B)(6) 2008 via unknown access due to left femoral clot. Patient is alleging tilt, vena cava perforation and one medial strut perforates the ivc wall 15mm and contacts the aorta. The patient further alleges ¿I have gangrene, poor blood circulation, bacterial infections, body tissue deterioration, ulcers on both legs, weight gain, problems sleeping, chronic pain and swelling in groin area, unable to get an erection, blood clots.¿ the patient further notes limited physical activity, depression and anxiety. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6)2019, "findings: axial CT abdomen and pelvis with coronal and sagittal reformatted images submitted for review on 5/20/2019 of the ivc, filter position, and related findings. The hook of the cook celect retrievable ivc filter is at the l2-3 interspace. The ivc filter is tilted anteriorly and medially and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 20mm. Two (2) anterior struts perforate the ivc wall 13mm and 20mm and reside within the soft tissues. One (1) medial strut perforates the ivc wall 15mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 17mm and resides within the soft tissues. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified.¿

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2008. The patient alleges to have been injured without further explanation.